Manufacturer narrative:
Device evaluation: no device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
User reported that the tip of the wire disconnected from the body during use and was left in the patient. Fluoroscopic imaging showed that the wire fragment was extra-vascular. The patient refused surgery to remove the broken piece of wire. No patient harm or injury was reported.